Manufacturer narrative:
Continuation of d10: product ID: 10fcc13 product type: sheath product ID: pscc100 product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a pulsed field ablation procedure, the patient had a small pericardial effusion at baseline prior to the procedure. The patient was found to have a pericardial effusion larger than baseline, as observed on intracardiac echocardiogram. A pulmonary vein isolation and typical flutter ablation had been completed prior to this finding. The patient was unable to maintain blood pressure due to the effusion, necessitating a pericardiocentesis, during which 240ccs of blood were removed from the pericardial space. The pericardiocentesis stabilized the patient, who was subsequently extubated and had all supporting medications discontinued before leaving the lab. The patient was monitored in the intensive care unit post-procedure, with a pericardial drain remaining in place. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.